Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was ordered to complete the diagnosis and the job. No add'l service info was provided.